Manufacturer narrative:
Please see related medwatch number 2015691-2017-02289.

Manufacturer narrative:
The device was discarded by the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product. No actions will be taken at this time. A device history record review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. (B)(4).

Event description:
It was reported that, during use, there was a problem with two swan ganz catheters and the balloon wouldn't deploy by themselves. The customer clarified that there was a deflation issue with the balloons and it is unknown if the syringes were attached. No patient injury. Devices were discarded at the facility. Patient demographics requested, but not available.